Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6) 2010 and verified/obtained the following information. The patient informed the mss that her testing frequency is 2 times per day (morning and evening) and manages her diabetes with oral medications (glipizide 100mg in the morning and 50 mg at night and glyset 25mg before dinner) and insulin (nph 15 units 2x/day). The patient reported the alleged issue began on the evening of (B)(6) 2010. Due to the alleged issue, between 7:00pm and 8:00pm that evening, the patient stated she ate less food and/or drink. The patient confirmed 6 hours after the alleged issue began, she was perspiring, trembling, and shaking; which she associated as low blood sugar symptoms. In response to the symptoms, the patient stated she immediately ate orange and "something sweet". The patient stated 10-15 minutes after the treatment she was feeling better. At the time of the alleged issue, the patient denied testing on another blood glucose device. At the time of troubleshooting, the cca verified there was no misuse of the products and the subject meter needed a new battery replacement. The alleged issue was resolved with troubleshooting. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/14/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Disposable harmonic blade tips would not grip the tissue. Disposable had to be replaced. No patient harm.